Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance suddenly. The right ventricular (rv) lead is a non-boston scientific lead. It was noted that the patient's device beeped as a result. The impedance returned to a within range value the day after. The device remains in use. No adverse patient effects were reported.